Manufacturer narrative:
Initial and final MDR 1879777 - MDR 3003442380-2024-06309 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set was fell off during use on (B)(6) 2024 and on (B)(6) 2024. The blood glucose level was 215 mg/dl at the time of first event and 148 mg/dl at the time of second event. The infusion set was in use for 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.